Event description:
New information received indicated that no additional alerts were noted after the programming changes. X-ray revealed no abnormalities.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmissions revealed that the left ventricular lead exhibited high impedance. The patient was brought into clinic and the device was reprogrammed. Patient was stable.